Event description:
Surgiwrap was placed under the midline incision, and over the rectal stump in the pelvis, during a sigmoid resection with colostomy for a perforated diverticulitis. During a re-operation, it was found that the surgiwrap had formed a mesh-like inflammatory sheet.

Manufacturer narrative:
Surgiwrap was found during a re-operation to have formed an inflammatory sheet. Date of initial or f/u surgeries are unk, but f/u surgery was performed three months after the initial surgery. The dr did not return our phone calls, so due to the limited info rec'd, we are not able to draw a conclusion at this time.